Event description:
Boston scientific received information that this product was part of a system revision due to infection. It was also reported this patient has had a massive stroke and is no longer active. There were no plans to implant another device. There were no additional adverse effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.